Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it was the second tubing that had come apart from the set. Customer's blood glucose level was 495 mg/dl. The customer treated her blood glucose level with the insulin pump and by changing the infusion set. The device was not returned.